Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was not responding in the upper right hand corner of the display. During calibration, the press and hold would act like it was taking input, but would go back to the same instruction for that location on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis confirmed customer complaint that touch screen would not respond in the upper right hand corner of the display. Could not get the calibration to stay. Replaced the touch controller board with salvage part, and then was able to calibrate and select as needed. Salvage material was inspected per applicable documents. Front panel insert broke off. Did not affect device. Replace the front panel with salvage part. Salvage material was inspected per applicable documents. Reloaded and updated software. Device passes all safety console and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.